Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."

Event description:
"On (B)(6) 2011 the ssu representative at maquet (B)(4). Reported that the hcu 30 serial number unknown displayed errors 3008 and 3064. (B)(4)."